Event description:
It was reported that this right ventricular (rv) lead exhibited decreased pacing impedance and noisy signals. During a device changeout, insulation damage was observed on this lead. As the patient did not want to replace the lead, the lead was reprogrammed off with the newly implanted device. The lead remains in use. No additional adverse patient effects were reported.